Manufacturer narrative:
A supplemental report will be submitted if additional information is obtained.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted, with normal lead measurements during and following the procedure. Several days later, prior to patient discharge, the pacing threshold measurements had increased to 6v@0.4ms and loss of capture was observed even when the output was 7v. The patient had been sent for a CT scan but a perforation could not be confirmed. A chest x-ray showed the heart shadow was much larger, suggesting an effusion. The patient passed away eight days post-implant, before a full echocardiogram could be performed. The initial cause of death was indicated as a lead perforation. The lead was not explanted post-mortem.

Manufacturer narrative:
A supplemental report will be submitted if additional information is obtained. This supplemental report is being filed to include updates to the method, result, and conclusion codes.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted, with normal lead measurements during and following the procedure. Several days later, prior to patient discharge, the pacing threshold measurements had increased to 6v@0.4ms and loss of capture was observed even when the output was 7v. The patient had been sent for a CT scan but a perforation could not be confirmed. A chest x-ray showed the heart shadow was much larger, suggesting an effusion. The patient passed away eight days post-implant, before a full echocardiogram could be performed. The initial cause of death was indicated as a lead perforation. The lead was not explanted post-mortem.